Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device additional information: in the days after the procedure, the patient had abundant loss of body fluids (1360 ml) and a severe anemia (hb 7.8 g/dl, htc 24.70%), which required a blood transfusion therapy. On (B)(6) 2011, she underwent rx of digestive tube, whose report highlighted the presence of a fistula at proximal medial third of greater curvature along the line of suture. Therefore a laparoscopy procedure was performed to correct the fistula, whose operative report noticed an interruption (about 5 mm) at medial third of the previous gastric suture, that was sutured with a continuous suture. Methylene blue test and pneumatic test performed. The patient was observed to recover and was discharged on (B)(6) 2011. On (B)(6) 2011, she went to emergency department of hospital of (B)(6), with nausea, vomit and hyperpyrexia and discharged with gastric flu report. On (B)(6) 2011, she was hospitalized in general surgery department, where on (B)(6) 2011 she underwent rx of digestive tube that showed the recurrence of the fistula in the same position of the first one observed. A subsequent CT scan confirmed an abscess, then an explorative laparoscopy exam was performed. It was not possible to introduce a nasogastric tube due to a presence of a resistance; the tube was inserted only 50 cm from the nose. Therefore the gastric suture was reinforced from superior third to inferior third with oversewing and patient was fed through total parenteral nutrition. On (B)(6) 2011 she underwent egd that highlighted the presence of substenosis in the middle part of stomach, with a diagnosis of gastric stenosis post sleeve. On (B)(6) 2011, due to hyperpyrexia, the central venous catheter was retrieved and blood lab tests demonstrated (B)(6) contamination. On (B)(6) 2011, due to hyperemesis, she underwent endoscopic gastric expansion, and was discharged the following day. On (B)(6) 2011 she was hospitalized again at hospital of (B)(6), due to presence of vomit, hyperpyrexia and epigastric pain. The CT report did not showed any abscess in the site of suture and confirmed re-absorption of previous collection; reactive lymph nodes were observed in peritoneal and paraortic sites; also blood lab tests had a negative response. On (B)(6) 2011 the patient underwent another egd that showed the presence of a gastric fistula, followed by a procedure of cannulation and infusion of tissugel 0,5 cc with lumen obliteration; the patient was discharged on (B)(6) 2011. On (B)(6) 2011, due to recrudescence of above-quoted symptoms, she underwent abdominal rx with contrast medium that showed the presence of gastric fistula at the site of suture, and a CT scan that showed the presence of subdiaphragmatic air going toward to the top of gastric suture, most likely as expression of epithelialized dead-end fistula. On (B)(6) 2011 she underwent egd that reported a fistula, obliterated with tissucol, and no mucosa lesions observed. On (B)(6) 2011 an rx exam highlighted a definite reduction of the fistula and, on (B)(6) 2011, an endoscopic control confirmed it. On (B)(6) 2011, due to recurrence of gastric pain, vomit, nausea and hyperpyrexia, she went to emergency department of hospital of (B)(6) where an rx exam with double contrast medium showed the formation of a loop at the proximal third of gastric body that caused a slowed transit of fluids. The patient underwent egd that reported a rotation on his axis of gastric section; after a derotation maneuver, she was discharged. On (B)(6) 2011, she went to emergency department of hospital of (B)(6), with heartburn and dysphagia, where she underwent rx exam with contrast medium that showed the formation of a volvolus of gastric section, at the proximal third of gastric body, that made the transit of fluids slowed. Therefore she underwent endoscopy on (B)(6) 2011, whose report underlined symptoms of esophagitis at cardiac level, constriction of gastric volvolus and ejection of sutures along greater curvature. On (B)(6) 2011, an endoscopic up examination showed slight clockwise rotation of stomach, with substenosis in middle tract; consequently a pneumatic expansion was performed. On (B)(6) 2011, an endoscopic up examination showed the presence of erosions at distal tract, with columnar mucosa in ectopic site and a half-torsion of stomach along its axis. The report of biopsy of distal esophagus, dated (B)(6) 2011, affirmed the presence of a slight chronic inflammation of esophagogastric junction mucosa. Please clarify what circumstance exactly led to the patient conditions: consequent anemia, blood transfusion, and fistula observed on suture line. Fistula located between the gastric body and fundus. On what tissue type was the device used? At what location on the tissue?the device was used along the entire length of the stomach (sleeve gastrectomy). On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During the 3rd firing. During which stroke did the event occur? After the 3 strokes firing sequence (ec60), it was not possible to re-open the jaws either with the release button or with the manual firing release lever. What other color cartridges were used before and after this event? Gold, before and after the event. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the device fired over thick tissue? Yes, gastric tissue. Was the cartridge correct inserted, did they hear the "click"? Yes. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? None. Were any of the forces higher or lower than expected (closing, firing, or opening)? The release button didn't work. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, after several attempts forcing both triggers (closing and firing triggers), finally opening of the jaws was achieved. What was the quality of tissue in the area where the device was fired? Normal tissue. What were the patient's pre-op diagnosis, did he/she suffers from cancer?no, surgical procedure for obesity. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the current status of the patient? Trouble solved after many attempts (treatment of the gastric fistula). Ees medical director has reviewed the event, comments are as follows: in this particular case, it does not appear that the stapler failed in its primary mission of delivering well formed staples and dividing the tissue, but for reasons unknown to us, resulted in the probable need for rough handling of the tissues in trying to open the device. Whether this is ultimately the cause of staple line failure in this region is speculative, but it is my opinion that her complicated and prolonged postoperative course was due to the initial staple line leak that occurred in the area where he did experience difficulty. However, in mitigation, the surgeon took it upon himself to oversew this area which should have protected any staple line trauma. Whether oversewing contributed to rough handling of the tissue, was inadequately performed or other factors, the responsibility for integrity of this segment of the staple line now falls to the surgeon's oversewing and less to staple line creation.

Event description:
It was reported that during a sleeve gastrectomy procedure the stapler stopped working at third activation (gold recharge) and remained closed. With difficulty, it was opened and retrieved; visually suture seemed undamaged and was reinforced with a continuous suture on gastric section. Consequent anemia, blood transfusion, and fistula observed on suture line. Device is being retained.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned for analysis. Furthermore, a distorted staple with tissue was found lodged inside the anvil knife slot. Additionally, six cartridge reloads were received. Four cartridges were received fully fired and in good visual condition. One cartridge was received fully fired with the cartridge pan bent at distal end and several drivers out of position. Eight double drivers were received in a plastic bag. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is possible that during the third firing stroke the knife got jammed with the staple found in the anvil knife slot leading the difficulty to open the device experienced by the customer. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.